Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump turned off and is not turning back on, even after a battery change. The customer's blood glucose was 173 mg/dl at the time of the incident. The caller stated that after inserting a new battery the numbers will count up and then the insulin pump shuts off. Troubleshooting was performed. The customer was advised to remove the battery for ten minutes and then insert a new battery. The caller stated that the display did not return. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no blank display and ramping numbers noted on the display. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.